Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, endometriosis, knee pain, chest pain, vaginal discharge, nausea, dysfunctional uterine bleeding, menometrorrhagia, abdominal pain, viral syndrome and yeast infection. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), diphenhydramine hydrochloride, docusate sodium (colace), enoxaparin sodium (lovenox hp), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), fexofenadine hydrochloride (allegra), medroxyprogesterone acetate (depo provera), metoclopramide hydrochloride (reglan), naloxone hydrochloride (narcan), nsaids, ondansetron, paracetamol (acetaminophen), salbutamol (albuterol hfa) and simeticone (simethicone). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"). In (B)(6) 2004, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), dysmenorrhoea ("dysmennorhea (cramping),") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal infection, dysmenorrhoea, back pain, abdominal pain and vaginal discharge had resolved and the anxiety, menorrhagia, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: an 8 week size anteverted uterus. No adnexal masses palpated. On hysteroscopy, two coils were noted on patient's right ostium with two coils on the left. Plaintiff received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), back pain , gen. Abnorm. Bleed., vag. Infect., vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: result: total bilateral occlusion. Pathology test - on (B)(6) 2010: fragments of benign endometrium, with pseudodecidualized stroma and atrophic glands, which is consistent with iatrogenic progestagen effect, specimen of endometrial scrapings. Ultrasound pelvis - on (B)(6) 2010: impression: normal exam, noting nonvisualization of the left ovary. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received. Event physical pain/pelvic pain outcome added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital hemorrhage ('gen. Abnorm. Bleed') in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, endometriosis, knee pain, chest pain, vaginal discharge, nausea, dysfunctional uterine bleeding, menometrorrhagia, abdominal pain, viral syndrome and yeast infection. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), diphenhydramine hydrochloride, docusate sodium (colace), enoxaparin sodium (lovenox hp), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), fexofenadine hydrochloride (allegra), medroxyprogesterone acetate (depo provera), metoclopramide hydrochloride (reglan), naloxone hydrochloride (narcan), nsaids, ondansetron, paracetamol (acetaminophen), salbutamol (albuterol hfa) and simeticone (simethicone). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"). In (B)(6) 2004, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"). On an unknown date, the patient experienced genital hemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping),"), back pain ("back pain"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital hemorrhage, vaginal infection, dysmenorrhoea, back pain, abdominal pain and vaginal discharge had resolved and the anxiety, menorrhagia, vaginal hemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital hemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal hemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: an 8 week size anteverted uterus. No adnexal masses palpated. On hysteroscopy, two coils were noted on patient's right ostium with two coils on the left. Plaintiff received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), back pain , gen. Abnorm. Bleed., vag. Infect., vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: result: total bilateral occlusion. Pathology test - on (B)(6) 2010: fragments of benign endometrium, with pseudodecidualized stroma and atrophic glands, which is consistent with iatrogenic progestagen effect, specimen of endometrial scrapings. Ultrasound pelvis - on (B)(6) 2010: impression: normal exam, noting nonvisualization of the left ovary. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal hemorrhage, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporters information updated. Event: abdominal, pain , back. Pain , gen. Abnorm. Bleed , vaginal discharge were added. Event verbatim were updated :psychological or psychiatric problems condition: depression and mental anguish/psych injury.event outcome were updated to pelvic pain abdominal pain , dysmenorrhea (cramping), back. Pain , gen. Abnormal. Bleed, vaginal infect., vaginal discharge . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, endometriosis, knee pain, chest pain, vaginal discharge, nausea, dysfunctional uterine bleeding, menometrorrhagia, abdominal pain, viral syndrome and yeast infection. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), diphenhydramine hydrochloride, docusate sodium (colace), enoxaparin sodium (lovenox hp), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), fexofenadine hydrochloride (allegra), medroxyprogesterone acetate (depo provera), metoclopramide hydrochloride (reglan), naloxone hydrochloride (narcan), nsaids, ondansetron, paracetamol (acetaminophen), salbutamol (albuterol hfa) and simeticone (simethicone). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"). In (B)(6) 2004, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), dysmenorrhoea ("dysmennorhea (cramping),") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("back pain"), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal infection, dysmenorrhoea, back pain, abdominal pain, vaginal discharge and bacterial vaginosis had resolved and the anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: an 8 week size anteverted uterus. No adnexal masses palpated. On hysteroscopy, two coils were noted on patient's right ostium with two coils on the left. Plaintiff received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), back pain , gen. Abnorm. Bleed., vag. Infect., vag. Discharge. She received treatment for events pain and bleeding, bladder/ urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: result: total bilateral occlusion. Pathology test - on (B)(6) 2010: fragments of benign endometrium, with pseudodecidualized stroma and atrophic glands, which is consistent with iatrogenic progestagen effect, specimen of endometrial scrapings. Ultrasound pelvis - on (B)(6) 2010: impression: normal exam, noting nonvisualization of the left ovary. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet: received. Added event post procedural complication, bacterial vaginosis. Outcome of events bacterial vaginosis was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, endometriosis, knee pain, chest pain, vaginal discharge, nausea, dysfunctional uterine bleeding, menometrorrhagia, abdominal pain, viral syndrome and yeast infection. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), diphenhydramine hydrochloride, docusate sodium (colace), enoxaparin sodium (lovenox hp), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), fexofenadine hydrochloride (allegra), medroxyprogesterone acetate (depo provera), metoclopramide hydrochloride (reglan), naloxone hydrochloride (narcan), nsaids, ondansetron, paracetamol (acetaminophen), salbutamol (albuterol hfa) and simeticone (simethicone). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"). In (B)(6) 2004, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), dysmenorrhoea ("dysmennorhea (cramping),") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, vaginal infection, dysmenorrhoea, back pain, abdominal pain and vaginal discharge had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: an 8 week size anteverted uterus. No adnexal masses palpated. On hysteroscopy, two coils were noted on patient's right ostium with two coils on the left. Plaintiff received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), back pain , gen. Abnorm. Bleed., vag. Infect., vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: result: total bilateral occlusion. Pathology test - on (B)(6) 2010: fragments of benign endometrium, with pseudodecidualized stroma and atrophic glands, which is consistent with iatrogenic progestagen effect, specimen of endometrial scrapings. Ultrasound pelvis - on (B)(6) 2010: impression: normal exam, noting nonvisualization of the left ovary. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, pelvic pain, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received : events outcome updated, events severity added. Event genital hemorrhage was updated to nonserious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, endometriosis, knee pain, chest pain, vaginal discharge, nausea, dysfunctional uterine bleeding, menometrorrhagia, abdominal pain, viral syndrome and yeast infection. Concomitant products included betacarotene; bioflavonoids; biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; colecalciferol; copper sulfate; cyanocobalamin; folic acid; hesperidin; inositol; iron amino acid chelate;l lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide; potassium sulfate; pyridoxine hydrochloride; retinol acetate; riboflavin; selenomethionine; silicon dioxide, colloidal; sodium borate decahydrate; thiamine mononitrate; tocopheryl acid succinate; ubidecarenone; zinc oxide (multivitamin & mineral), diphenhydramine hydrochloride, docusate sodium (colace), enoxaparin sodium (lovenox hp), ethinylestradiol;ferrous fumarate;norethisterone (femcon fe), fexofenadine hydrochloride (allegra), medroxyprogesterone acetate (depo provera), metoclopramide hydrochloride (reglan), naloxone hydrochloride (narcan), nsaids, ondansetron, paracetamol (acetaminophen), salbutamol (albuterol hfa) and simeticone (simethicone). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder / urinary tract / vaginal) type: vaginal"). In (B)(6) 2004, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, anxiety, menorrhagia, vaginal haemorrhage, vaginal infection and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: an 8 week size anteverted uterus. No adnexal masses palpated. On hysteroscopy, two coils were noted on patient's right ostium with two coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: result: total bilateral occlusion. Pathology test - on (B)(6) 2010: fragments of benign endometrium, with pseudodecidualized stroma and atrophic glands, which is consistent with iatrogenic progestagen effect, specimen of endometrial scrapings. Ultrasound pelvis - on (B)(6) 2010: impression: normal exam, noting nonvisualization of the left ovary. Concerning the injuries reported in this case, the following one / ones were described in patient¿s medical records : vaginal haemorrhage, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received: aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added - abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression and mental anguish. Events onset date, events severity, concomitant drug, medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.